Event description:
On (B) (6) 2009, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm and a right common iliac artery aneurysm. On (B) (6) 2010, a reintervention occurred to treat aneurysm enlargement due to proximal and distal type-1 endoleaks which were attributed to migration of the previously implanted gore endograft. After a decision was made to remove six inches from the leading end of a 20 fr gore introducer sheath, the sheath was advanced through a 24 fr non-gore introducer sheath (unknown manufacturer) into the right iliac artery. The first gore excluder aaa aortic extender component was advanced outside the sheath and deployed proximal to the previously implanted gore excluder aaa trunk-ipsilateral leg component, which sealed the proximal endoleak. While attempting to advance the second aortic extender in the same manner, the right external iliac artery was perforated. This was surgically repaired with placement of a dacron graft. The patient required transfusion of 4-6 units of blood. It was decided to deploy the extender in the right common iliac artery to seal the distal endoleak and end the procedure. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - as stated in the gore excluder aaa endoprosthesis instructions for use (IFU), the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy including adequate iliac/femoral access, and a minimum aortic neck length of 15 mm. Complications that may occur and/or require intervention include, but are not limited to: endoprosthesis component migration, endoleak, and aneurysm enlargement. The IFU further states that the device should not be advanced outside of the sheath, nor should the user continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter, as vessel or catheter damage may occur. Additional devices related to this event. Pxc201200/(B) (4), pxc201000/(B) (4), pxa320400/(B) (4), pxa320400/(B) (4), and pg203000/(B) (4).